Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that auxilary drawer 3.1 was not detected on bus. The field service engineer replaced the row tray (a & b) which was not recognizing the cubies and also reseated the latch sensor to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the drawer was not detected on bus. The customer stated that this malfunction caused a delay and user managed to get medication from another station. There were no adverse events or injuries reported based on this incident.